Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process that were related to the reported issue. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed which identified a cut along the cassette sheeting weld. A leak test identified a cut along the cassette sheeting. The reported problem was verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was found in an automated pd set with cassette after removing it from its packaging. The hole was found prior to use of the device. No damage was noted on the cassette¿s overpouch or box. There was no patient injury or medical intervention associated with this event. No additional information is available.